Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), sparks were emitted after the selected energy was delivered. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Please refer to the attached user medwatch report that zoll medical corporation has received. At this time, zoll has not received additional information regarding the customer, device serial number, pad part number/lot number, patient prep information, or the device's full disclosure logs. Without receipt of the device, pads information, or full disclosure logs root cause evaluation could not be performed. Per the r series operator's guide "do not use therapy or ECG electrodes if the gel is dried, separated, torn, or split from the foil; patient burns may result from using such electrodes. Poor adherence and/or air under the therapy electrodes can lead to the possibility of arcing and skin burns."